Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported unexpected high blood glucose levels, assumes that the pump delivers no basal insulin. Blood glucose level 500 mg/dl. Basal rate per day = 27.4 i.u. No adverse event alleged. A request was made for the return of the device.